Event description:
During a follow-up interrogation, ventricular undersensing was observed following pacing in an episode on (B)(6) 2012. The device remains implanted. The files from the programmer were sent to the manufacturer for review and recommendations.

Event description:
During a follow-up interrogation, ventricular undersensing was observed following pacing in an episode on (B)(6), 2012. The device remains implanted. The files from the programmer were sent to the manufacturer for review and recommendations.

Manufacturer narrative:
(B)(4) 2012: a response is pending. (B)(4): since the device remains implanted, the files from the programmer were reviewed. Thorough review of the files did not suggest any ICD malfunction. Although reprogramming "v margin post v pacing" would probably improve the overall behavior, some evidences show that another phenomenon might be involved. The origin of this phenomenon remains unknown. The manufacturer recommends a follow-up to perform extensive lead checks, proactive maneuvers and a chest x-ray to exclude any obvious lead dislodgement or performations.

Manufacturer narrative:
(B)(4), 2012,a response is pending. Remains implanted.